Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and mesh was implanted.  It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/29/2018 patient codes: (B)(4) it was reported that the patient underwent mesh removal on (B)(6)2016 due to infection at the (B)(6) by dr. (B)(6). No additional information was provided.

Manufacturer narrative:
Patient code: (B)(6). It was reported that following insertion the patient experienced enterocutaneous fistula and underwent takedown of fistula on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain and nausea.

Manufacturer narrative:
Date sent to FDA: 08/26/2020.